Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of the "channel select key on phm-b is inoperative." This event occurred during product evaluation. There was no patient injury or medical intervention necessary. This device utilizes user interface module master software (B) (4) that is categorized as "unremediated." No additional information is available.

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time. This issue is currently being investigated under mdq-CAPA-(B) (4).